Event description:
It was reported that a pt underwent a total abdominal hysterectomy on (B)(6) 2010. The pt returned home after surgery and two days later the pt presented with the suture breakage and bleeding. The pt was re-admitted for re-closure.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.